Event description:
The customer had experienced off no power shortly after inserting the batteries. In addition, the customer stated that the battery cap is damaged. Troubleshooting was performed. During the call, the customer reported that she was hospitalized for high blood glucose few days prior to the call. Customer will remove the device and use the manufal injections per md's instructions.